Event description:
Customer reported to customer service that she was having low suction with her pump in style advanced breastpump. She has developed mastitis and was diagnosed by a doctor and prescribed an antibiotic.

Manufacturer narrative:
A replacement pump was sent to the customer. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The product involved in the complaint has not been received for testing/analysis. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.